Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received one open box with eight unopened samples that pertain to product code sxpp1a444. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: 1. 73 years old, about 1.8m tall, approximately 90kg, bmi 27.7. 2. (B)(6) 2023, posterior cervical c3 to c7 laminectomy and instrumented fusion. 3. Cervical spondylotic myelopathy with cord compression. 4. Open approach. 5. Posterior cervical fascia was closed with stratafix symmetric 1. 6. The condition of the fascia was normal - healthy and reasonably thick. 7. The fixation tab was well seated against the fascia at the initiation of the suture. 8. Yes, reverse suture was performed. 9. No obvious precipitating factor was identified. The dehiscence occurred 13 days post-op. Patient was still in hospital waiting for a bed at community hospital. His wound appeared well healed externally. There was no sign of wound infection. He had fever for 3 days prior to the dehiscence which was deemed to be due to mild chest infection. He was on IV antibiotic for this. He was lying in bed when he heard a pop. The nurses nearby also heard a pop. On examination there was an approximately 10cm dehiscence involving the skin, subcutaneous layer, and fascia. 10. The wound was immediately being covered with sterile ioban (iodine impregnated film), and he was brought to ot within 2-3 hours for primary closure. 11. Surgery to close the dehiscence occurred on (B)(6) 2023 evening. The fascia was opened and broken pieces of stratafix symmetric was found along the fascia. Part of the implants have been exposed. There was no pus. Tissues in every layer appeared healthy (pinkish with bleeding edges). The surgical cavity was irrigated with copious saline. A drain was left in situ. The fascia was closed with interrupted vicryl 1, subcutaneous layer interrupted vicryl 2/0, and skin vertical mattress prolene 3/0. 12. During surgery, the stratafix symmetric was noted to have broken into multiple small segments still adhered along the length of the fascia. 13. As above. 14. Refer to (9). Swabs were taken from wound cavity and sent for cultures, which was negative. However, for the benefit of doubt and to reduce the risk of implant infection, he was given 6 weeks of IV cefazolin (antibiotic). 15. Patient is fairly big size. Perhaps the fascia bite was not thick enough, such that when he turns in bed, the wound was subjected to a pulling force perpendicular to the direction of the incision, hence ripping the fascia apart. 16. The wound healed well after the second surgery. Patient remained well 3 months post-op.

Event description:
It was reported that a patient underwent a posterior cervical procedure on an unknown date and barbed suture was used. The wound dehisced as long as 10cm. The barbed suture snapped at post op day 13 while patient turning in bed, skin and fascia layer were all opened up. The barbed suture was noted to have broken in multiple places, no signs of infection. The patient was brought back to close up the layers again after the wound dehiscence.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m h6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?